Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Analysis of the system log files showed the malfunctioning of the frontal image processing pc (ippc). Upon troubleshooting, fse found that the flexvision pc and host pc were not starting with the ip-pc. Fse replaced the host pc and flexvision pc and reloaded the software to both pcs. Fse upgraded the system software to facilitate the replacement of the ip-pc. Fse replaced ippc and the hard disk drive was replaced as a part of the upgrade. Later, fse found a hardware issue with the 58¿ color lcd monitor and replaced the lcd monitor as well. Due to manufacturing issues, the disk bay and the dimms (dual in-line memory modules) may not function as intended, leading to issues with the allura xper and allura centron system's imaging processing pc, host pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1151-2024 for disk bay and z-1156-2024 for dimms. After replacement of defective parts, the system was returned to good working condition. The defective parts were returned to philips for analysis. The cause of the failure of host pc was found to be video graphics array (vga) failed; failure mode is video/screen malfunction, and the cause of failure of ippc was found to be tylersburg mb w/main bios & baseboard management controller (bmc) image is failed. Tylersburg mb is an intel x58 chip used to interface peripheral devices and used in nehalem pcs.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.